Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem's pump user guide specifies to use room-temperature insulin during load sequence.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer used cold insulin during the load fill tubing process. Customer performed a supply change to address the issue and insulin delivery was resumed. Customer's blood glucose was 168 mg/dl..